Event description:
It was reported that ahead of a scheduled MRI of their leg, the patient checked MRI mode/eligibility via their app and observed the following messages: 'MRI mode not available', 'MRI eligibility could not be determined, information code: 2621 2122 22 000'. Agent reviewed that the code indicated an open circuit was detected. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.